Event description:
Customer called to report that unicel dxc 600 synchron system generated falsely low chemistry results for three patients. The chemistries affected were blood urea nitrogen, glucose, creatinine, total protein, albumin, total bilirubin, and alkaline phosphatase. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to conduct a chemistry cartridge sample level diagnostic test and to recalibrate the instrument. After further troubleshooting, the cts generated a service request. Customer later called to cancel service request after the instrument properly calibrated and generated normal patient results. Customer stated that the erroneous results were not reported outside the laboratory. The patient samples were re-run on an alternate instrument that generated results, which were reported outside the laboratory. Therefore, patient treatment was not affected by the instrument issue.

Manufacturer narrative:
The instrument calibration failure was resolved through routine troubleshooting. ((B)(4).)